Event description:
A customer reported experiencing a low blood glucose event earlier in the day, with the lowest level recorded at 44 mg/dl. They consumed carbohydrates to address the low blood glucose level. There was no need for assistance from a third party, and the customer was using a pump with control-iq software turned on at the time. Technical support recommended that the customer consult their healthcare provider to discuss potential factors affecting their blood glucose levels, and the customer acknowledged this advice.